Event description:
It was reported that the patient bent over at work yesterday and felt something poking her in the back. The patient felt like wires were poking her in the t-10 area internally the patient worked in an office job and doesn't do any heavy lifting. The poking was worse today and was at her lead site. The ins had not been used for a few years. The patient also had another stim device implanted from another manufacturer and was unsure which device was causing the issue. The patient did not have a health care provider for ins. The patient planned to follow up with her primary care physician to get an x-ray. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead: model # 3487a, lot # l31046, implanted: (B)(6) 1993, explanted: unknown; extension: model # 7495-51, lot # xr0015035n, implanted: (B)(6) 1993, explanted unknown; programmer: model # 7433, lot # qv1004698p.

Manufacturer narrative:
Concomitant medical products: product ID 3487a, lot# l31046, implanted: (B)(6) 1993, product type: lead. Product ID 7433, serial# (B)(4), implanted: (B)(6) 1993, product type: programmer, patient. Product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1993, product type: extension. Product ID 3487a, lot# l31046, implanted: (B)(6) 1993, product type: lead. (B)(4).

Event description:
Additional information was received indicating that the patient had her implantable neurostimulator removed in (B)(6) 2013 and that the battery was leaking. It was noted that it had eaten its way out of the encapsulated rubber that it was in. About 6-8 months prior to the surgery they were getting very uncomfortable and could feel something sticking them in the back and it was thought it was the wires, they could feel the wire internally. It was noted that it was bugging the patient so much that they had to take it out.